Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The patient samples are not available for investigation. The calibration and qc results were reported to be within the specified ranges. The investigation determined that the specificity of the elecsys hiv combi pt is less than 100%; therefore, single false-reactive results may occur. Product labeling states: "interpretation of the results all initially reactive or borderline samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values < 0.90 are found in both cases, the samples are considered negative for hiv-1 ag and hiv-1/-2 specific antibodies. Initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redetermination's are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The assay is performing according to specifications.

Event description:
The initial reporter received a questionable elecsys hiv combi pt result from three patient samples tested on the cobas 6000 e601 module. The questionable results were obtained over a period of two weeks. Patient sample 1 the initial result from the analyzer was 4.5 cut-off index coi (reactive). The repeat result from the analyzer was 5.42 coi (reactive). The repeat result from a snibe hiv assay was "non-reactive". Patient sample 2 the initial result from the analyzer was 1.82 coi (reactive). The repeat result from the analyzer was 1.83 coi (reactive). The repeat result from a snibe hiv assay was "non-reactive". Patient sample 3 the initial result from the analyzer was 4.2 coi (reactive). The repeat result from the analyzer was "reactive". The confirmatory test result from the centers for disease control (cdc) laboratory was "negative".